Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a frayed control cable to display. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) confirmed the reported issue and replaced the control cable. The unit passed all functional and safety tests to manufacturer specifications. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6).

Event description:
N/a.